Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at the time of the incident was 600 mg/dl. Customer reported insulin pump was not working and was having high blood glucose. Customer did changed set 3 times and treated with manual injection. Customer did not alleged insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appeared normal. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.